Manufacturer narrative:
Eval: results: the product was received cut in two pieces. Breakage was found 9.5cm from the front tapered end of the cannula, with additional stress points beginning 17.5cm from the back end. The damage is consistent with excess stress caused by hitting hard tissue or bone. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a permanent procedure, the cannula of the tunneling tool was damaged during reinsertion. When the doctor pulled back, a portion of the cannula broke off. A second incision was made to retrieve the remaining piece. The procedure was completed successfully.